Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from a hole in the tubing with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.